Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to the optical fiber cable at the scope socket was defective resulting in an e222 (communication) error. In addition, the high definition interface (hdi) had no output. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the visera 4k uhd camera control unit displayed an e222 (communication) error. The event occurred during preparation for use. The intended procedure was a diagnostic surgical enteroscopy. There was no delay, and the procedure was completed using a replacement device. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, e222 error occurred due to a defective optical fiber cable at the scope socket. The cause of the faulty optical fiber cable could not be identified. It was also noted that no input form the high definition interface occurred due to video connector socket failure. The cause as to why the video connector failed could not be identified. Olympus will continue to monitor field performance for this device.